Event description:
It was reported that the customer's insulin pump alarmed motor error. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test and alarmed motor error during the basic occlusion test as a result of a loose/flush drive support disk. The motor was tested outside the unit and passed. The device was received with cracked case at lcd window corners, reservoir tube and battery tube threads, scratched lcd window, and missing end cap sticker.